Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified high scan on the ADC device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer experienced hypoglycemia, "could not speak", was unable to self treat. A healthcare professional (HCP) obtained 3.2 mmol/L from HCP meter and required administration of glucogel from HCP for the issue. There was no report of death or permanent impairment associated with this event.Additionally, a sensor scan of 6.5, 6.5 mmol/L was compared to a reading of 3.6, 2.5 mmol/L obtained on a Competitor Brand Meter. The length of sensor wear was unknown days. When the results were plotted on a Parkes Error Grid, fell into the C zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.